Event description:
The customer reported the fiber was noticed to have commenced forward firing at 47,000 joules during prostate treatment. There was no pt injury. The procedure was completed with another fiber. No end user injury was reported.